Event description:
Since new, anytime I wear these sunglasses, they fog up quickly and without notice. At first, I was not terribly concerned. However, today while driving my car at app 55 mph, the sunglasses suddenly fogged and completely obscured my field of vision. This easily could have caused an accident. I was traveling in the vehicle for nearly an hour when this happened with the windows up and the air conditioning on the low setting. There were no sudden temperature or humidity changes. I sent an email to the manufacturer via their website. Purchase date: (B)(6) 2015. (B)(4).